Event description:
During a coronary stenting drug eluting treatment procedure, a stent damage occurrd. The lesion being treated was located in the circumflex (cx) artery. The physician attempted to advance the taxus express2 2.75x12mm drug eluting stent but it would not cross the lesion, due to lifted stroke. The procedure was completed by predilating with a 2.0x15mm and 2.5x15mm maverick and crossed with a 2.75x12mm taxus stent. No patient complications were reported.